Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading was 275 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component puncturing though the isolation tape and making contact to the battery tube positive side.